Event description:
Patient was screwing the syringe onto the end of the pneumostat and the valve on the bottom of the plastic receptacle broke off. The patient then sucked a large amount of air into her chest before coming into the e.r. The patient claims that she didn't use excessive force when mating the syringe to the device. She saved the broken device to be examined.

Manufacturer narrative:
The returned unit was visually inspected for any obvious damage or abnormalities. Observations included the needleless access connector (nac) still attached to a 10ml syringe. After decontamination process, all pieces were examined under a microscope to obtain a closer look at the area of separation. To analyze this complaint and in an effort to recreate the separation, several samples were prepared for destructive testing. All testing performed on the test samples exceeded the design requirements for this device. Based on the results from the destructive testing performed, the visual inspection of the test samples, the inability to recreate the mode of separation and the unknown conditions the device was subjected to after shipment, it is unknown as to why the nac separated from the drain body.